Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that "skin reaction" occurred. The biosensor was inserted into the arm on (B)(6) 2025. Prior to insertion, the area was prepared with alcohol. After insertion, the customer was immediately in a lot of pain. After three hours, they removed the biosensor. The symptoms which developed included an abscess and infection at the puncture site. The customer answered the medical intervention question as ¿yes,¿ and indicated they received treatment with a prescription oral antibiotic. Although the customer did not remember the name of the antibiotic, they started the medication on (B)(6) 2025 to resolve the infection. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional customer or event information is available.